Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a thv territory manager that two 29mm sapien 3 valves were used during a case. As reported a 29mm valve was implanted in the native aortic annulus with +2cc's added to the certitude delivery system nominal volume. Echo assessment showed central aortic regurgitation that grew from moderate to severe very quickly. The team supported the patient with medications and CPR while a 2nd 29mm valve was prepped at nominal. The team implanted 2nd 29 valve and the central aortic regurgitation resolved. The patient was stabilized and recovered. The team could not understand why there was central aortic regurgitation. It was possible that the valve was defective or the valve was damaged when a non-edwards wire was pulled out of the ventricle.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The complaint for the central regurgitation was unable to be confirmed as no relevant imagery or device being provided for evaluation. A review of the device history records (DHR) and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the instructions for use (IFU) and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, the 29mm s3 valve was deployed with +2cc's. Echo assessment showed central ai that grew from moderate to severe very quickly. The team supported the patient with medications and CPR while a 2nd 29mm s3 was prepped at nominal. The team implanted 2nd 29 s3 viv and the central ai resolved. The patient was stabilized and recovered. Per imaging evaluation, the patient had calcified leaflets. Per the IFU, to maintain proper valve leaflet coaptation, do not overinflate the deployment balloon. In this case, the valve/leaflet could possibly be damaged due to over expansion with additional volumes and/or impingement due to bulky or severe calcification. Additionally, it was reported by the territory manager that the valve could have been damaged by safari wire when pulled out of the ventricle. If the guidewire is improperly retrieved through the valve, it can damage the leaflet leading to the regurgitation. As such, available information suggests that patient factors (calcification) and/or procedural factors (over expansion of thv/improper retrieval of guidewire through deployed valve) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. No labeling or IFU/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.